Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: the dfu indicates: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device." (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the mildly tortuous blood vessel. A 22mm x 60cm interlock¿ was selected for use. During introduction, it was reported that the coil would not pass smoothly from the hub to the distal portion of the renegade microcatheter. When the coil was advanced into the catheter, it would not go all the way out of the distal end of the catheter. When the catheter was removed from the patient's body, a portion of the coil protruded from the catheter's tip. Finally, the coil was pulled out from the catheter. No patient complications were reported.